Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lifetime ventricular sensing integrity counts up to 597. No episodes available to verify noise oversensing and inappropriate shocks. Analysis of the device memory indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred initially on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and two or more high rate non-sustained tachycardia episodes. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. Their right ventricular (rv) lead had a lead integrity alert (lia) for non-sustained ventricular tachycardia and sensing integrity counter (sic). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.